Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. The patient's right ventricular (rv) lead is a competitor's product. The patient is currently pregnant therefore, the troubleshooting options are more challenging and needed to be reviewed with the patient's care team. It was determined at this time, no further testing would be performed and the situation would be re-evaluated after the patient's pregnancy. No adverse patient effects were reported. This product remains in-service.